Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was part of a system involved in a pocket erosion. Reportedly, the plan of action was to wait for longer term culture results. A debridement was planned and leave all components in place. There were no additional adverse patient effects reported. The pacemaker remains in service. Additional information received indicates that this pacemaker was removed successfully due to infection and erosion. There were no additional adverse patient effects reported. The pacemaker was explanted. Additional information received indicates that the patient experienced confusion. There were no additional adverse patient effects reported. The pacemaker was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was part of a system involved in a pocket erosion. Reportedly, the plan of action was to wait for longer term culture results. A debridement was planned and leave all components in place. There were no additional adverse patient effects reported. The pacemaker remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was part of a system involved in a pocket erosion. Reportedly, the plan of action was to wait for longer term culture results. A debridement was planned and leave all components in place. There were no additional adverse patient effects reported. The pacemaker remains in service. Additional information received indicates that this pacemaker was removed successfully due to infection and erosion. There were no additional adverse patient effects reported. The pacemaker was explanted.